Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventrio st (x2) on (B)(6) 2019 and (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventrio st (device #2). An additional emdr was submitted to represent the bard/davol ventrio st (device #1). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventrio st (x2) on (B)(6) 2019 and (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2019 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventrio st (device 1). Per op notes, "a ventrio st (device 1) was placed into the fascia." (B)(6) 2020 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the partial removal of mesh (device 1) and implant of ventrio st (device 2). Per op notes, "a ventrio st (device 2) was placed into the fascia." (B)(6) 2022 - patient underwent lysis of adhesions, bowel resection and removal of previously placed mesh (device 1 and 2). Per op notes, "extensive adhesions were taken down from the mesh. The mesh (device 1 and 2) was removed."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2018) is considered to be a best estimate. This supplemental emdr represents the bard/davol - ventrio st (device 2). An additional supplemental emdr was submitted to represent the bard/davol - ventrio st (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.